Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and two afx iliac limbs. Additionally a non-endologix device was implanted at the time of the initial procedure. During the case, the physician elected to extend at the left iliac with an endologix limb due to distal stenosis present. The iliac deployment was as expected however, during recapture the tip engaged with the limb most likely related to the angulation of the common iliac (patient anatomy). The iliac limb was displaced distally. A decision was made to implant a non-endologix graft which resolved the reported displacement. A final angio control was completed which detected thrombus within the main body and the iliac limb. The patient was reportedly under systemic heparin. The physician elected to perform an angiojet thrombectomy although this was unsuccessful in resolving the thrombus. The physician elected to conclude the case without further treatment. The patient condition post-op was reported as okay. Additionally during the night the patient experienced renal infarction. The patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Based on the description of the event and information available, the clinical assessment could not complete and independent assessment due to the absence of medical records and/or imaging surrounding the event. Request were made however, no response was received. As such, the root cause for the reported events could not be definitively confirmed however, the cause for the displaced afx limb stent graft during the initial procedure may be the reported difficulties experienced during withdraw associated to the patient anatomy; angulation of the common iliac artery. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Correction: (B)(4).